Manufacturer narrative:
Upon receipt, this implantable cardioverter therapy defibrillator was thoroughly tested. Analysis testing found that although the therapy availability test failed, rv pacing therapy was verified.

Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.

Event description:
--

Event description:
Boston scientific received information that this device was explanted and returned for disposal. There were no allegations against the longevity or functionality of this device. No adverse patient effects were reported. Initial analysis found that although this device never triggered a replacement indicator while implanted, it failed a therapy availability test.